Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed high alarm displayed: pca dose cord button stuck and error code 41,622 for motor timeout. The device was visually inspected and found that there was downstream occlusion (dso) seal delaminated. During the functional testing, the customer reported issue was confirmed. Motor gear came loose from motor shaft causing misalignment with camshaft gear. Motor gear was hitting the remote dose port causing a short in the circuit board. Replaced dso seal and motor gear setscrew, secured setscrew with loctite 242 and torqued to specification (2.5 in-lbs) to correct the issue. Performed dso/ upstream occlusion (uso) sensor calibration. The software was updated to v4.4 and the unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the dose cord is not working properly during testing". During device evaluation it was found the pump had high alarm displayed: pca dose cord button stuck and error code 41,622 for motor timeout.